Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre sensor detached from the skin after 2 days of wear. The customer further reported she experienced symptoms of seizure and a loss of consciousness. The customer had contact with a healthcare provider who obtained a reading of 470 mg/dl and the customer was diagnosed with hyperglycemia. The hcp treated the customer with ¿5 shots¿ of insulin and no further treatment was reported. There was no report of death or permanent impairment associated with this event.